Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. The customer did not return usb charger and usb cable with the reader. No evidence of customer's reported complaint of too hot to touch was observed. Built-in reader test was performed and the test passed. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly) and no signs of damage or burn marks were observed. Liquid contamination was observed on the pcba of the returned reader. The returned reader's battery voltage was measured to be within specification. Reader was monitored under thermal camera during operation and temperature was observed. Power consumption test was unable to be performed due to liquid contamination on pcba. A further extended investigation was conducted. Visual inspection was performed on the returned reader using digital microscope and excess flux and a burn mark were observed on a diode near the u13 chip. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The reader was brought to the bench for functional testing. The returned battery voltage was measured to be above the required specification. A built-in reader test was performed using the returned readers' own software. This test passed successfully showing that the reader wan not detecting any issues within its own system. The reader was turned off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured to be within specification readers with an stm processor present. The results of the off-current test show that the reader was not drawing excess current. A thermal camera was used to observe any hotspots on the reader. The hotspot observed in previous phase was on the power management chip (u5) which is a normal occurrence when plugged in via usb. Otherwise, no hotspots were observed; therefore, this observation was not confirmed. Excess flux and a burn mark were observed on diode (d12) near the u13 chip. The substance mistaken for liquid contamination was excess flux that had hardened and burned up in contact with the diode. Therefore, the observation of liquid contamination was not confirmed. A digital multimeter was used to test the voltage on the d12 diode. The diode voltage was measured to be within specification. Although there was evidence of a burn mark on d12; overheating was not observed, and the diode was in specification. Coupled with the results of the off-current test and built-in reader test; it can be concluded that the diode was not affecting the functionality of the reader and that the returned reader is functioning as intended. The reader passed all functionality testing and that the burned diode is in specification and not affecting the functionality of the reader; this issue is not confirmed. The cable and adapter has been requested back for an investigation and the customer agreed to return the device. However, cable and adapter has been received at this time despite follow up attempts by adc. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.